Event description:
Pt said he bled more than usual and the injection was painful this time, thinks needle went through a vein. He has a bump there now. This happened this am, about 30 minutes ago. Forteo medication. He used the: penneedle_31gx8mm_uf_short. Ae record ID: (B)(4).